Manufacturer narrative:
Review of the device history record for lot# 20191112-23-sh revealed the product was finished on november 15th, 2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.150g / 10 pieces. No sample was available at the time of the investigation. According to the supplier, operating room towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Results of the investigation revealed no abnormal situation occurred in production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Event description:
Customer reported the surgical towel pwtb04-stm, included in this kit san44srutb are leaves fragments on the wires and catheters during arteriogram procedure. No injury or adverse effect reported. No patient demographics were provided upon request.